Event description:
The customer reported the image of the camera head had noise due to a cable break. The issue occurred when preparing the device for use and during a diagnostic procedure. The procedure was completed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to failure of the imaging system parts. The broken cable was unable to be confirmed. Evaluation did find the cable was scratched and buckled, the video connector contacts were corroded, and the camera cable was flooded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This report is being supplemented to provide additional information included in d10 which was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that the customer description ¿noisy image occurred due to cable disconnection¿ was reproduced as the phenomenon ¿image is distorted (image is not visible)¿ at the repair department. According to the device inspection results, buckled cable and water immersion were confirmed. Therefore, it is likely that abnormal image occurred because communication failure occurred due to faulty cable. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.